Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced apparent insulin loss during cartridge handling and infusion setup, describing leakage that required 82 units before drops appeared at the infusion site and 7 units during a subsequent fill-tubing test, with later acknowledgement that overfilling cartridges was occurring; troubleshooting and education were completed, no device alerts were present, and additional remote training was requested. Symptoms included hyperglycemia, with a highest reported glucose of 202 mg/dl over approximately eight hours, without ketone testing, backup therapy, professional intervention, hospitalization, or need for assistance. Outcomes included temporary elevation of blood glucose without clinical intervention or long-term sequelae. Investigation included device-use review, troubleshooting over the phone, and user education on proper cartridge fill volume and leak checks, with a plan to review device logs. Investigation of this case revealed use-related handling inconsistent with recommended cartridge fill practices, leading to insulin leakage and delivery delay, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique.